Manufacturer narrative:
H10: the removed bezel assembly was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the bezel assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the bezel assembly revealed no evidence of damage or contamination. The bezel assembly was tested, the failure was confirmed. The pil found the failure is due to a faulty navigation ring that is adhered to the bezel. The accept button did operate as expected. Tech also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operate as expected.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation ring was not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.